Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Resident was being transferred from wheel chair to bed using an active lift, encore. The resident was placed on the bed to complete the transfer. However, during the end of a transfer the resident pushed against the active lift to leverage onto the bed when the equipment gave way and the resident started to slip onto the floor. The two cnas manually supported and handled the resident as he slipped onto the floor to prevent a hard landing.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration #9617021). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment ab and any medwatch reports will be submitted under registration #9611530. Additional information will be provided upon conclusion of the manufacturer's investigation. Following the information provided a resident was transferred from a wheelchair to a bed using an active floor lift. During the final phase of the transfer, the resident pushed against the lift to help themselves get on the bed. The lift started unexpectedly moving, causing the resident slipped onto the floor. The two caregivers supported and guided the resident to prevent a harsh impact on the floor. No injury occurred. The caregiver reported that the castor brakes disengaged when the resident pushed against the active lift. Based on the information provided, there are two different statements made by the customer: - the caregiver reported that the castor brakes disengaged when the resident pushed against the active lift. - during the interview the facility director stated that the event was caused by improper handling, suggesting that the caregivers most likely did not remember to engage the brakes during the final phase of the transfer. Furthermore, based on the device evaluation results, no malfunction was found with the lift which might lead to a reported event. The device's functional test did not show any malfunction. The castor brakes were in good condition, and locked correctly. Based on provided information it seems that the event was caused due to the caregivers not properly engaging the castor brakes during the transfer. Moreover, the operating and product care instruction for use specify when the castor brakes should be applied, " chassis castor brakes:- the chassis rear castors have brakes which can be foot operated if required, for example, when leaving the patient unattended, or to keep the encore in position." To sum up, the arjo active floor lift was used during the patient transfer. The patient slip out of the device and in this regard, the lift did not meet its performance specification. The complaint was decided to be reportable due to the information that the patient fell out from the device during transfer.